Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the healthcare professional that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 21.6 mmol/l (389 mg/dl) while wearing the pod on the arm between 25 and 36 hours. The pod generated a system error, followed by an app error during operation. Symptoms reported include vomiting. The patient was treated with intravenous (IV) fluids and IV insulin. The patient was discharged on (B)(6) 2026. The pod was removed at the hospital.